Event description:
A peg was placed december 2003. It was removed february 2005. As the surgeon was going to draw the peg out, the mushroom like "hat" came loose and stuck in the ventricle. Further intervention was requested to remove it.